Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was not confirmed. The subject device was tested with multiple different scopes, and no b30 error was present. However, the front panel was found damaged, specifically the usb connector board, and was therefore unable to take pictures. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus evis exera iii video system center was producing a b30 scope communication error. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The investigation confirmed the reported b30 endoscope communication error. A review of the device history record found no deviations that could have caused or contributed to the reported device problem. The device was shipped in accordance with the specifications. A definitive root cause for the reported device problem was not established. However, it is probable that the b30 error code occurred due to a poor connection from the light source cable (maj-1933). It is also probable that the error was produced because of a foreign material adhering to, or corroding, the inside of the scope socket. Olympus will continue to monitor field performance for this device.